Event description:
The patient reported discomfort at the implantable pulse generator (ipg) site. The patient has experienced significant weight loss, which may be contributing to the symptoms. Overall, the patient has otherwise been doing well postoperatively.